Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Analysis was unable to confirm activation anomaly and unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 190 mg/dl at the time of the incident. The customer states the insulin pump had a blank display upon inserting a new battery. The insulin pump would countdown from one and nothing would happen. No further details were provided. The insulin pump will be returned for analysis.